Event description:
It was reported that an overinfusion of saline occurred. 500mls was reported to have infused in 45 minutes when a rate of 84mls/hr was programmed. There was no resultant pt complications.